Event description:
Pt thrombus, port was in right ij. Facial swelling was present. Catheter had to be removed. Cuff detached and stuck in pt while being removed. They were able to remove cuff.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a completed separation of the surecuff/heat sleeve from the catheter. The detached heat sleeve/surecuff was not returned for eval. According to the notes contained in the complaint incident report the complainant indicates the heat sleeve/surecuff was removed from the pt. At this time the mechanism of damage is undetermined. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.